Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas integra 400 plus w/o ise. The initial result was 141 mmol/l. The repeated results were 129.19 mmol/l and 125.84 mmol/l.